Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with an intraperitoneal injection of reflin (1.5 gram, once daily) and amikacin 100 milligram, once daily) for peritonitis. On an unreported date, the patient recovered from the event of peritonitis and the patient will be switched to hemodialysis therapy. No additional information is available.